Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was obtained contralaterally via another manufacturers' 6f sheath. The physician was treating a 90% stenosed lesion located in the severely tortuous external iliac artery. This 8.0x20x75cm express vascular ld stent was introduced and advanced towards the lesion. While advancing the device over the severely calcified bifurcation, some force was needed, and the stent dislodged. The stent dislodged in the common iliac artery. The stent did not embolize and was deployed in this location. The final result of the stent was fully deployed and well apposed. There was no attempt made to retrieve the stent prior to deployment. The procedure was completed with the implantation of a 7x20mm express vascular ld stent in the target lesion. No further patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).